Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hosp reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. The procedure was completed by converting to a partial clamp on the aorta. No pt complications were reported by the hosp as a result. This report is for the second seal.